Manufacturer narrative:
Concomitant products: products used during the event included: deltamaxx coil (cdx18052030/c27211), the prowler select plus (606-s255x lot: 17077997) microcatheter, two enterprise stents (enc452212/lot unknown), 2 cashmere coils (crc14082030/c25184) and a deltamaxx coil (cdx18073330/c26728). (B)(4). Lot number and patient weight, and concomitant medications were unknown. Complaint conclusion: the device was implanted and not returned for analysis. In addition, the lot number was not provided; therefore, a review of the manufacturing documentation could not be performed. Ischemia and stroke are known adverse event associated with coil embolization procedures and is listed in the instructions for use (IFU) as such. The prolongation in the procedure due to the coil stretching, and the potential for obstruction of blood flow due to the coil stretching may have been contributed to the infarcts. The cause of the coil stretching could not be conclusively determined; however, procedural factors may have contributed to the event. The coil may have become entangled with previously implanted coils or become anchored to the microcatheter. The IFU cautions the following: ¿for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire codman microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Caution: if the codman microcoil system becomes immobile in the infusion microcatheter, apply a gentle push pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. Caution: do not attempt to use the microcoil system as a guide wire if positioning of the microcatheter is lost during microcoil deployment. Caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ since there was no evidence of a manufacturing issue related to the event, no corrective/preventive actions will be taken at this time. This is an initial/final MDR. This is 1 of 7 mdrs submitted for this complaint, with associated manufacture report numbers of 1058196-2015-00043, 1058196-2015-00044, 1058196-2015-00045, 2954740-2015-00059, 2954740-2015-00060, 2954740-2015-00061, and 2954740-2015-00062.

Event description:
During repositioning of the deltamaxx coil (cdx18052030/c27211) in the left internal carotid artery aneurysm (diameter 11mm), the coil stretched during retracting, possibly due to pressure from the microcatheter, and could not be withdrawn completely. Small ischemic infarcts in the left mid cerebral artery area were seen in post-intervention CT and MRI. The coil remained in the patient and had stretched from the aneurysm to the femoralis artery, and there it had been intentionally ¿cut¿, since it could not be completely removed. The coil was 10-20% in the aneurysm and the rest in the prowler select plus (606-s255x lot: 17077997) microcatheter. The coil remained in the vessel, and has been fixed to steady the coil with two enterprise stents (enc452212/lot unknown). It was reported that there was no resistance when inserting the coil into the microcatheter. Prior to the complaint coil, 2 cashmere coils (crc14082030/c25184) and a deltamaxx coil (cdx18073330/c26728) had been implanted; however, the physician did not think there had been coil entanglement with the previously implanted coils. The physician felt that coil stretching may have been related to ¿too much residual pressure on the microcatheter¿. It was reported that pressure was applied to the microcatheter in order to allow complete coiling; less pressure resulted in the coil pushing the microcatheter out of the aneurysm. A one to one relationship between the coil and microcatheter was verified with fluro prior to repositioning/withdrawing the coil. It was reported that the microcatheter had been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the mc. The physician was unsure if the microcoil had been positioned at a relative sharp angle to the microcatheter. It was reported that there had been no interruption in blood flow or patient injury; however, post-intervention CT and MRI revealed small ischemic infarcts. The patient experienced slight hemiparesis that completely resolved, with remaining intermittent tingling in fingers. There was no specific treatment for the ischemic infarcts. There was no kink in the microcatheter and a continuous flush had been maintained within the microcatheter. It was reported that there was no interruption in blood flow or other patient injury; however, the procedure was delayed for 270 minutes due to the event. The embolization procedure was aborted due to the incident. The patient was prescribed double anticoagulation because of the stenting.